Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: the mandrel would not load through the inner lumen most likely due to hardened blood and/or contrast. The distal tip was flared indicating that it may have been stubbed during advancement to the lesion. The stent was positioned on the balloon between the marker bands as per specifications. The middle stent segments were raised and deformed. Image review: the procedural images were also provided for review. The procedural images show the rca vessel with diffuse disease throughout the vessel. The images also show pre-dilation attempts of lesion in the proximal and distal section of the rca vessel with a poba balloon. The images do not show the attempted delivery of the endeavour resolute stent. The images confirm the presence of diffuse disease in the rca vessel which would have contributed to the reported stent deformation.

Manufacturer narrative:
Results: inherent risk of procedure - (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) - 80% stenosis, moderate calcification and moderate vessel tortuosity. No results available since no evaluation performed - device or procedural images not provided for review. Device not returned for evaluation. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) 80% stenosis, moderate calcification and moderate vessel tortuosity. Inherent risk of procedure - (stent deformation). Unable to confirm complaint - (device or procedural images not provided for review). No device returned - device not returned for evaluation. (B)(4).

Event description:
The device removed from the packaging per the instructions for use, prepped and inspected prior to use with no issues noted. The lesion was pre-dilated. Physician was attempting to implant one endeavor resolute drug-eluting stent to a moderately calcified lesion in the rca with 80% stenosis and moderate vessel tortuosity but the device could not cross and while the stent was pulling back, it was seen that stent struts rubbed to catheter tip and was reported to be deformed. There was resistance encountered when advancing the device but no excessive force was used. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No injury to patient. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.